Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "camera signal is distorted when autocon iii 400 cautery machine is used and the image disappears completely", could be confirmed. The camera head cable was found with a broken shielding by mechanical damage due to external force. This leads the image to interference when used with an electrosurgical unit. The additionally found issue on the grasping mechanism is independent from the issue reported by the customer. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that camera signal is distorted when autocon iii 400 cautery machine is used and the image disappears completely. The procedure was completed successfully, but with a prolongation of 30 minutes due to required switch to another camera. There were no adverse consequences for the patient.